Manufacturer narrative:
The screws remain implanted and are not available for evaluation. Reviews of the device history records cannot be performed as the lot codes are unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. No definitive conclusions can be made. The devices are intended to be temporary fixation devices to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed. If the complaint product samples become available, the complaint file will be re-opened and the products evaluated. Devices remain implanted.

Event description:
International affiliate r eports a l4/5 and l5/s1 alif procedure was performed. The review of post operative images found both s1 aegis alif screws have broken mid shaft within the sacrum. The two screws remain implanted. This report is being filed for both devices, catalog# 187155028. The lot codes are unknown.